Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was at home at the onset of the event. The patient stated that he was conscious for some of the treatments. After review of the downloaded data, it was confirmed that the patient received two inappropriate treatments, one unk treatment, and twelve appropriate treatments betweens 13:51:14 and 20:51:44. The rhythm at the time of the second treatment is unk due to loss of ECG data for the treatment. Atrial fibrillation with rapid ventricular response contributed to the two false detections. The twelve appropriate treatments successfully converted the ventricular fibrillation. A review of the downloaded data confirms that the response buttons were pressed intermittently, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatments. Ems responded , disconnected the electrode belt and reportedly externally defibrillated the patient and performed CPR. The patient was admitted to the ICU and continued to wear the lifevest. Additionally, the distributor returned the monitor used during this event, sn (B)(4) and reported that the monitor reset during a pulse test. There is no evidence that the monitor reset during any of the 15 treatments that were delivered. There is no evidence that the product malfunction caused or contributed to the defibrillation event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient has been admitted to the ICU. Device evaluation of monitor sn (B)(4) has been completed. Upon receipt, the monitor reset during a pulse test. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. There is no info to suggest that the monitor reset during the event in the field. Device evaluation of electrode belt sn (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any electrode belt malfunction related to the defibrillation event. Device MFR date(s) and usage of device: monitor (B)(4) - 11/2014-reuse, electrode belt (B)(4) - 12/2014-initial use. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.